Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation attached. Samples received: 2 open pouches. Received two open and used samples with the thread broken. However, without any closed sample cannot carry out an analysis in order to take a decision. Remarks: when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers and needle holder, does not lead to damage by pinching and kinking. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, take note of this incidence and if any closed sample is received in the future, will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Switzerland. The suture material supramid hs15 4-0 art. No. G0712043 seems to be "brittle" (according to the customer) and occasionally tears during button formation. The customer makes about 5 seams per week. 2-3 torn sutures/month occur. Customer believed that something was changed in the material.